Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1258 mg/dl. The customer stated that he left work because he had the flu. At bed time, his blood glucose was 346 mg/dl, and gave a bolus. During the night, the customer's wife was unable to wake him up, and called the paramedics. The customer stated that the insulin pump had stopped working the day prior to the event, by giving a motor error. The customer also stated that this insulin pump belonged to his grandfather that passed away. The customer stated that he began using it without going through the donation process. The customer was transferred over to the proper department to handle the donation process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2014-00189.